Manufacturer narrative:
Eval: results: a visual inspection of the returned product found pieces torn off and missing from both haptics. There was evidence of clear surgical residue. Conclusions: based on the complaint history and the eval of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for eval.

Event description:
It was reported that the surgeon inserted an aa4203tf toric silicone single piece lens and the lens tore. The lens was removed with no pt injury.